Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (occlusion, death, renal failure, endoleak, embolism). (Anatomy related; type ii endoleak, renal failure). (Insufficient information; cause of the thrombus within the stent graft is unknown).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 8.6 cm diameter abdominal aortic aneurysm. The proximal aorta was 31 mm in diameter and 55 mm in length. Distal aorta was 27 mm in diameter. Right iliac artery was 15 mm in diameter and the left iliac artery was 13 mm in diameter. The right and left femoral arteries were 10 mm in diameter. The right and left iliac arteries were mildly tortuous. Post index procedure a type ii endoleak was noted and was left uncorrected. It was reported that the patient was admitted to the hospital. The aneurysm was 89 mm in diameter. A technical observation was noted. There was minimal thrombus present in the body of the stent graft; speculation is that the patient suffered bilateral popliteal artery emboli from the small degree of thrombus in the body of the stent graft. The patient had renal failure resulting in death. Blood work was done and creatinine found to be 465 umol/l. (Pre evar was 208). This is likely due to long term cyclosporine use. The patient did not wish to receive any treatment. The investigator assessment states that the event was not related to the device or procedure.